Manufacturer narrative:
Date of event is unknown. This report is for one (1) unknown cortex screw. Part#, lot# and UDI # is not available. Date of initial implant procedure is unknown. Potentially (B)(6) 2016 as the patient had several fractures. Device is not expected to be returned for manufacturer review/investigation. Therapy date of concomitant devices is unknown. Potentially (B)(6) 2016. This report is for one (1) unknown cortex screw. PMA/510(k) number is not available. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2016, a patient underwent hardware removal revision procedure due to non-union of the right humerus. The surgeon removed a 4.5mm limited contact dynamic compression plate (lc-dcp) and six (6) 4.5mm cortex screws. One of the 4.5 cortex screws heads broke off upon removal. The surgeon used a screw removal set to retrieve the remaining screw fragment. He also removed a 2.7mm cortex screw, a 4-hole 2.4mm plate and two 2.4mm screws. The procedure was completed successfully with no surgical delay. The patient outcome/status was reported as well. Concomitant device reported: 4.5mm lc-dcp plate (part# 224.57, lot# 5467453, quantity 1). Concomitant device reported: 4.5mm cortex screws(part# unknown, lot# unknown quantity 5). Concomitant device reported: 2.7mm cortex screw (part# unknown, lot#-unknown quantity 1). Concomitant device reported: 4-hole 2.4mm plate (part# unknown, lot#-unknown quantity 1). Concomitant device reported: 2.4 mm screws (part# unknown, lot#-unknown quantity 2). This report is for one (1) unknown cortex screw. This is report 1 of 1 for (B)(4).